Event description:
Patient attached to the paxman cooling cap during chemo treatment. During phase 2, patient wanted to be disconnected to use the bathroom. The coolant splashed out from where the cooling cap tail connects to the tubing of the pump. The line feels cold and the patient says the cap is cold while connected as well. Pcs, unit director, and clinical engineering notified.